Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: part: 324.203. Lot: l055520. Manufacturing site: hagendorf. Release to warehouse date: august 30, 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Photo investigation: the product involved in the complaint was not returned for investigation. So, a photo investigation was completed on the images received. From the image, it is impossible to determine the issue regarding the assembly of the drill bit to the hexagonal wrench. Since the device was not returned, a functional test cannot be performed. The root cause of the investigation cannot be determined. A manufacturing record evaluation was done, and no non-conformances were detected during manufacturing that could have resulted in this issue. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that it was not possible to adapt the drill bit guide to the hexagonal wrench rod. Therefore, it was difficult to tighten it into the plate. This report is for one (1) 4.3mm percutaneous threaded drill guide. This is report 1 of 2 for (B)(4).